Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic with episodes of non-sustained right ventricular oversensing (nsrvo). Upon review, it was noted the patient's implantable cardioverter defibrillator (ICD) was over-sensing myopotentials. The oversensing was reproducible with isometrics. Programming changes were performed. The patient was stable.